Manufacturer narrative:
The mobile view station (mvs) power board assembly and uninterruptible power supply (ups) were returned to the manufacturer for evaluation. There was no fault found with the mvs power board assembly. The hardware investigation found that the reported event was related to an electrical issue with the ups. Although the investigation could not confirm "ups trips circuit breaker," the ups continued beeping with "replace battery led on" with the returned batteries. A known good test battery was installed in the ups and the unit would continually reset itself not allowing the ups unit to go into a charge mode. Restarting the unit did not resolve the issue. As previously reported a replacement ups resolved the issue.

Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep found a blown f10 fuse on mobile view station (mvs) power board. After replacement of the mvs power board, the issue persisted. The rep tracked the issue down to the mvs uninterruptible power supply (ups). After replacement of the ups, the issue was resolved. The system was then found to be fully functional. Several replacement components of the power chain were shipped to the site. The mvs power board assemble and ups were returned to the manufacturer and are currently under analysis.

Event description:
A medtronic representative reported that the site informed him that when they turn the imaging system on it trips the circuit breaker for the outlet. There was no patient involved with this concern.